Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was further reported there was possible undersensing of the ventricular fibrillation (vf) arrhythmia. Additional information reported that non-sustained ventricular tachycardia was observed on the date of death. The patient was contacted by the hospital but was unable to be reached. Emergency services was contacted and the patient was found deceased in their home. The cause of death is unknown.